Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device and operation logs were returned to an olympus service center for evaluation. Upon inspection and testing of the returned device and logs, the reported issue (longitudinal noise) was not confirmed. In addition, service found the scope connector lower pin was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issue (vertical noise) occurred due to an abnormality in the subject device or a defective electrical contact in the scope connector for the following reasons: the same faulty image was displayed on devices connected to multiple image output terminals of cv-1500. The same phenomenon occurred in multiple scopes. When the problem occurred, it was restored after a certain period of time. The following are possible causes of noise in the observed image: the light source cable is not properly connected. The light source cable is broken. Agc is on. Structural enhancement too high. Contrast mode is not suitable. Equipment that emits high frequency is used around this product. Large equipment such as x-ray or CT is used around this product. Here is foreign matter (residue of chemicals, water scale, sebum stains, dust, gauze fuzz, etc.) On the electrical contact of the scope connector. The cable between the observation monitor and this product is broken. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was longitudinal noise (image not visible) on the endoscopic image when using the subject device during an unspecified procedure. Reportedly, the image was restored after a while and the intended procedure was completed using the same device. There was no patient or user injury reported due to the event.